Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had motor errors and frozen display. The customer¿s blood glucose was 124 mg/dl. Customer was unable to clear the alarm. Customer also stated that the screen was not completely blank. The device will be returned for analysis. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing, however device received with corroded battery tube and corroded electronic assemblies.